Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 of 4 was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will not be conducted because the lot number was not known. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in the set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) was still connected. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by cycling the power on the hc and the hc was back to press go to start. The hp would finish with manual bags. Product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp stated the supplies were discarded. The hp stated she used manual supplies that night and resumed therapy on the cycler the following night. The hp did not contact her peritoneal dialysis registered nurse about the alarm. There was patient involvement. No patient injury or medical intervention was reported.